Event description:
It was reported that, during a retrograde femur stem procedure, one (1) 4.0mm short ao pilot drill broke in the nail hole. The piece was left inside the patient. There was no delay during procedure and patient's current health status is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported drill tip breakage could not be determined. The 4.0mm short ao pilot drills are comprised of stainless-steel and they are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The broken drill tip was retained in the nail hole; therefore, micro-motion/migration is unlikely. However, we cannot make conclusions on the impact of the non-implantable foreign body to the patient. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use file is not applicable for this instrument. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.